Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent open ventral hernia repair, bilateral separation of the abdominal wall components with bilateral myofascial advancement , placement of mesh , vertical panniculectomy. The patient experienced pain and surgical revision.